Event description:
It was reported the low reservoir alarm occurred on (B)(6) 2015 the empty reservoir alarm occurred. The pump was being removed on the date of this report and would not be replaced. It was noted the patient sustained no adverse effects. The pump was being used to deliver dilaudid. The cause of the low and empty reservoir and if the patient experienced any symptoms was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that no volume discrepancies were identified.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).